Event description:
It has been reported to philips that during an interventional diagnosis of the head, the system monitors suddenly went black, both in the intervention room and in the control room. After 41 seconds, the image returned without operator intervention. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected the vascular procedure was successfully completed once the image on the monitor returned. Philips analyzed the log file of the azurion system, which identified a software crash. The software crash was caused by a threading issue. The azurion system is equipped with intelligence to monitor the performance of system processes, so that actions can be initiated to recover from unexpected loss of functionality. This can include stopping and restarting software functions, or restarting hardware components, including a warm restart of the whole system. In this case, the intelligent recovery process recovered the system functionality after 41 seconds. The software defect was resolved by installing software release 1.2.5, after which the system was returned to use in good working order.